Event description:
Caller reported a malfunction on the pump; there were no notable events prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support was tasked with replacing the pump and completing an online form on the customer¿s behalf, while the customer opted to use multiple daily injections as a backup therapy.